Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Cut bottom lip / pierced lip [lip injury]. Brushhead came off in mouth - metal driving part broke off at tip leaving sharp edge / metal shaft broke [device breakage]. Head came off in mouth due to the metal driving part breaking off at tip leaving a sharp edge which cut bottom lip [injury associated with device]. Case description: a (B)(6) male consumer reported that on (B)(6) 2015, while he brushed his teeth with an oral-b triumph professional care toothbrush, the oral-b brushhead, version unknown came off in his mouth due to the metal driving part breaking off at the tip leaving a sharp edge which cut his bottom lip. He asserted that he had owned an oral-b toothbrush for many years and had never had this problem before. The case outcome was unknown. No further information was provided. (B)(6) 2015 received follow-up phone call from consumer: the consumer reported that it was the metal shaft of the toothbrush handle broke while it was in use. He explained that the head came off and the metal part broke and pierced his lip. He noted that the toothbrush was a couple of years old. The case outcome remained unknown. No further information was provided. (B)(6) 2015 received follow-up email from consumer: the consumer reported that his cut healed quickly. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
02-dec-2015 product investigation results: reporter returned 1 oral-b triumph professional care toothbrush handle on 30-nov-2015. Investigation revealed: extreme wear caused by non-proper cleaning of brush head or handle.

Event description:
Cut bottom lip / pierced lip [lip injury]. Brushhead came off in mouth - metal driving part broke off at tip leaving sharp edge / metal shaft broke [device breakage]. Head came off in mouth due to the metal driving part breaking off at tip leaving a sharp edge which cut bottom lip [injury associated with device]. Case description: a (B)(6) year old male consumer reported that on (B)(6) 2015, while he brushed his teeth with an oral-b triumph professional care toothbrush, the oral-b brushhead, version unknown came off in his mouth due to the metal driving part breaking off at the tip leaving a sharp edge which cut his bottom lip. He asserted that he had owned an oral-b toothbrush for many years and had never had this problem before. The case outcome was unknown. No further information was provided. (B)(6) 2015 received follow-up phone call from consumer: the consumer reported that it was the metal shaft of the toothbrush handle broke while it was in use. He explained that the head came off and the metal part broke and pierced his lip. He noted that the toothbrush was a couple of years old. The case outcome remained unknown. No further information was provided. (B)(6) 2015 received follow-up email from consumer: the consumer reported that his cut healed quickly. The case outcome was recovered. No further information was provided. (B)(6) 2015 reporter returned 1 oral-b triumph professional care toothbrush handle. Investigation is underway. (B)(6) 2015 product investigation results: reporter returned 1 oral-b triumph professional care toothbrush handle on (B)(6) 2015. Investigation revealed: extreme wear caused by non-proper cleaning of brush head or handle.

Manufacturer narrative:
02-dec-2015 product investigation results: reporter returned 1 oral-b triumph professional care toothbrush handle on 30-nov-2015. Investigation revealed: extreme wear caused by non-proper cleaning of brush head or handle.

Event description:
Cut bottom lip / pierced lip [lip injury]; brushhead came off in mouth - metal driving part broke off at tip leaving sharp edge / metal shaft broke [device breakage]; head came off in mouth due to the metal driving part breaking off at tip leaving a sharp edge which cut bottom lip [injury associated with device]. Case description: a (B)(6) male consumer reported that on (B)(6) 2015, while he brushed his teeth with an oral-b triumph professional care toothbrush, the oral-b brushhead, version unknown came off in his mouth due to the metal driving part breaking off at the tip leaving a sharp edge which cut his bottom lip. He asserted that he had owned an oral-b toothbrush for many years and had never had this problem before. The case outcome was unknown. No further information was provided. 03-nov-2015 received follow-up phone call from consumer: the consumer reported that it was the metal shaft of the toothbrush handle broke while it was in use. He explained that the head came off and the metal part broke and pierced his lip. He noted that the toothbrush was a couple of years old. The case outcome remained unknown. No further information was provided. 06-nov-2015 received follow-up email from consumer: the consumer reported that his cut healed quickly. The case outcome was recovered. No further information was provided. 30-nov-2015 reporter returned 1 oral-b triumph professional care toothbrush handle. Investigation is underway. 02-dec-2015 product investigation results: reporter returned 1 oral-b triumph professional care toothbrush handle on 30-nov-2015. Investigation revealed: extreme wear caused by non-proper cleaning of brush head or handle. 15-jan-2016 received follow-up phone call with consumer: the consumer reported that the toothbrush had broken in his mouth and the oral-b crossaction brushhead had come off but he kept on brushing so it hit his lip. However, the consumer stated that it was fine now and no longer a problem. The case outcome remained recovered. No further information was provided.